Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Litigation alleges pain, discomfort and limited mobility. Update rec'd 11/22/2013 - pfs and medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/9/2013. Update ad 25 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what was previously alleged, ppf alleges elevated metal ions. Added lawyer and expiry date. Doi: (B)(6) 2005 - dor: none reported, (left hip).